Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4) - the full lead was returned, analyzed and no anomalies were found, visual summary analysis of the lead indicated apparent explant damage. Concomitant products: product ID d334trg, implanted: (B)(6) 2012; product ID 5076-52, implanted: (B)(6) 2007; product ID 694965, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that an infection occurred. The implantable cardiac defibrillator system was explanted. No further patient complications have been reported as a result of this event.